Event description:
A power source alert 07 was reported by the caller, who was using the tandem charging cable and wall adaptor at the time. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Despite attempts with different chargers and cables, the issue was unresolved, leading tandem technical support to decide on replacing the pump. The customer was guided to put the pump into storage mode and return it with a pre-paid label.